Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached recommended replacement time (rrt) earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided icm device reached rrt after less than two months implanted. Ts advised the icm device should be explanted and replaced to continue monitoring. Subsequently, the icm device was explanted. Another icm device was implanted to continue monitoring as ts suggested. The device has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis found depleted cell with no battery related failure determined.

Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached recommended replacement time (rrt) earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided icm device reached rrt after less than two months implanted. Ts advised the icm device should be explanted and replaced to continue monitoring. Subsequently, the icm device was explanted. Another icm device was implanted to continue monitoring as ts suggested. The cause to the battery depletion is unknown at this time. The device is expected to be returned for analysis. No adverse patient effects were reported.